Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.